Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Injured face on side of nose [face injury]. Brush came out of the head and injured his face [injury associated with device]. Brush came out of the head [device breakage]. Case description: a wife reported her husband, age unspecified, used an oral-b power rechargeable toothbrush handle vitality 3709, which he has used for many years, with an oral-b brushheads, version unknown when the brush came out of the head and injured his face on one side of the nose. The husband visited a physician. No treatment was reported. The case outcome was unknown. No further information was required.